Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) that was plugged into a surge protector to resolve the issue. Fse also advised the customer that the iesu is not to be plugged into a surge protector. System was tested and verified ready for use. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the new integrated electro surgical unit (iesu) was giving them faults. The customer noted 1-88 and 1-89 errors. Tse had customer reboot the iesu and the faults cleared. Tse also noted c-83 errors in the logs. Subsequently, customer called back to inform they are still getting erbe errors. Tse had the customer power down the erbe and disconnect the power cord for a minute and then reconnect. The customer powered back on the erbe with no errors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that the errors were observed during the procedure. The procedure was completed using a force triad generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the iesu involved with this complaint to perform failure analysis and the reported problem was able to be confirmed via logs occurring in the field. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using the system, the unit cauterized and recognized all instruments/ports. Upon visual inspection, the left side cover had various scratches. The unit was in a good condition. The probable root cause for the reported issue was attributed to the electrical component of the erbe generator.

Event description:
Refer to h11 for follow-up information.